Event description:
During the index procedure, the physician used one pacific xtreme pta balloon catheter to treat a lesion located in the sfa of the right leg. Device was successful; however, it was reported that during treatment, a dissection occurred. Dissection was left untreated. Investigator reported that the event was definitely related to the study procedure and not related to the study device. The event was resolved.

Manufacturer narrative:
(B)(4).

Event description:
Approximately 34 months post index procedure the patient had stenosis of the right sfa and popliteal. Patient was treated by pta and stent.

Event description:
It is reported that during the previously reported revascularization, which occurred approximately 34 months post index procedure, the patient was treated with unknown pta and a non-medtronic stent . It is reported that the event of stenosis of the right sfa and popliteal is resolved. Investigator assessed the event to be not related to the study device but probably related to the study procedure.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (dissection). Conclusions: inherent risk of procedure ¿ (dissection). (B)(4).